Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was stretched with the stent struts misaligned. As a result the stent was pulled distally on the balloon out towards the tip. The damage to the stent is consistent with force/resistance being encountered on advancement of the stent delivery catheter. This type of damage is consistent with resistance/force being encountered by the stent delivery catheter. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break at 16.6cm distal to the strain relief. Both sections of the break site were kinked. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 16-jun-2016 it was reported that crossing difficulties were encountered. The tight target lesion was located in the highly tortuous left anterior descending (lad) artery. Following pre-dilation, a 16 x 2.25mm taxus(tm) liberte (tm) drug-eluting stent was advanced to treat the lesion but failed to cross. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.